Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the batteries. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the 9800 sys displayed a low voltage error. There was no report of pt injury.